Manufacturer narrative:
(B)(4): lifter and nonconforming crimp assembly. The analysis results showed that one device was returned non-functional; the device was returned with the cartridge extending out from the tube. No functional test could be performed due to the condition of the device. The device was disassembled and an insufficient crimp was noted and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia procedure the surgeon indicated the staple did not deploy. Another device was pulled to complete the procedure. There were no adverse consequences to the patient reported.